Event description:
During a procedure to implant a 26mm asd device, a 10f-delivery system was used. Unfortunately the 26mm device could not be advanced past the hub on the sheath and the device was removed. A 24mm device was attempted, but the same problem occurred and the device was removed. The 10f-delivery system was replaced with another 10f-delivery system sheath, and the 26mm device advanced with no problems. However, once the device was in place, it was determined that the device was not the appropriate size for the pt's large defect and that it was possible that pt may not be able to have the device implanted due to their small size and large defect. During the attempted retrieval of the 26mm device, the right disc was easily pulled back into the sheath, but the disc could not be pulled back into the sheath. After many attempts, the pt was sent to surgery for removal of the device and repair of the defect. A 12f-exchange system was not used due to this small size of the pt.